Manufacturer narrative:
A review of the device history record shows this product was originally manufactured to specifications. There is no evidence to reasonably suggest a device defect or malfunction caused or contributed to this event. The user facility biomed performed testing and reported the device was performing within specifications. A review of the safety recommendations for preventing fires in the operating room indicates that users become familiar with the hazards of enriched atmospheres including various ignition sources, combustible substances, present in the operating room.

Event description:
During an operation to remove a lesion the 18 months old face caught fire.

Manufacturer narrative:
Without lot number information for the electrosurgical pencil we are unable to identify the manufacture date and perform a review of the lot history record. All attempts to gain access to the device or additional information have been unsuccessful. A review of the product history reveals this device to be a reliable component of electrosurgery and there is no evidence to suggest device defect or malfunction. Megadyne has provided information to the user facility that most surgical fires that occur during normal operation are started by sparking that results from certain modes and techniques and can be exacerbated by the presense of flammable vapor from prepping agents or anesthesia agents or the existence of an oxggen-rich environment.

Event description:
The report was given to the sales representative from the user facility's biomed technician. The report indicated that during an operation to remove a lesion the 18 month old face caught fire. Additional information received from user facility's biomed indicates a megadyne electrosurgical pencil and needle tip were being used at the time of the event. Unknown configuration of the pencil and tip were provided and both the pencil and tip were discarded. Additional information from user facility biomed indicates that the technican in the or notices her hands were hot and soon after her hand and the child were burnt by fire. The user facility biomed reported that a full safety inspection of the megapower was performed and everything was within specifications. The facilty biomed made statements to the sale representative that megadyne's system did not cause the incident. Attempts to gain additional information and patient status have been unsuccessful.